Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# l34513, implanted: (B)(6) 1994, product type: lead. Other relevant device(s) are: product ID: 3888-28, serial/lot #: (B)(4), ubd: 14-nov-1998, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp reported that the patient told her the device was no longer active as they removed the lead wire but not the battery. The hcp didn't know the reason for lead removal. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# l34513, implanted: (B)(6) 1994, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the patient had a procedure on (B)(6) 2018 that was not related to their device. Based on the hcp's limited knowledge of the incident, the hcp noted that the lead was "cut" because it was in the way and not functional. No further complications reported.